Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, a missing end cap sticker, and a scratched reservoir tube window.

Event description:
It is reported that a customer's insulin pump fell in the toilet. The customer has a blood glucose level was 265 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.